Event description:
It was reported that the patient presented in hospital. Upon interrogation, the pacemaker was in backup vvi mode. The device could not be restored due to normal battery depletion. No device intervention was performed. Patient was stable and there were no adverse consequences. Patient will continue to be monitored.